Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, the handpiece worked intermittently when they held the trigger. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-04677, 2210968-2012-04678, 2210968-2012-04679 and 2210968-2012-04681. The same patient is represented in each medwatch.